Manufacturer narrative:
It is likely allergic reaction to the hema in the desensitizer.

Event description:
(B)(6) from dentist's office called. She said that their patient reported mild pain/swelling of the lips after applying the kor desensitizer. Informed (B)(6) to advise the patient to discontinue use the kor desensitizer indefinitely, and if the patient felt the need, to see her dentist and/or general practitioner.